Event description:
Information was received regarding an implantable neurostimulator (ins) used for gastrointestinal/pelvic floor. Consumer reported the patient¿s device was shocking them since (b)64) 2017. Consumer also reported a strong sensation and that it was occurring in the vaginal area. The shocking began after the patient changed the batteries in their remote. ¿it was 8.4 and has it way down.¿ when the patient¿s device was off they had a bowel movement and it ¿wasn¿t shocking enough.¿ pain was reported. Patient will follow-up with their physician (B)(6) 2017. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.